Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms. A lead issue was suspected. The patient was placed in a lifevest pending lead replacement. It was reported that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms. A lead issue was suspected. The patient was placed in a lifevest pending lead replacement. It was reported that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned right ventricular (rv) lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.